Event description:
The customer reported no display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported no display. There was no report of pt involvement. The device was evaluated by a philips fse and the reported symptom could not be duplicated. The fse stated the ac led was not growing while the device was connected with ac power and the battery was not charging. The ac power supply was found to be defective. The ac power supply was replaced which resolved the issue. The device remains at the customer site.